Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical coordinator reported a corneal laceration in the left eye during laser assisted cataract surgery. Additional information received states that the arcuate incision created a full thickness incision requiring the wound to be sutured. The surgeon was able to implant the planned lens with no further issues.

Manufacturer narrative:
The company service representative examined the system and the system worked as intended. The company service representative tested the surgeon settings by cutting gel and there were no problems. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).